Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) aspirated air. While aspirating the sheath, we were continuing to get air in. Was attempted to reposition, but the valve was not competent. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath was disposed.